Event description:
It was reported the patient was to have her device removed on (B)(6) 2013 because ¿it did not work.¿ it was stated the patient did not use the device at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3550-39, lot# n343399, implanted: (B)(6) 2012. Product type: accessory: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
Additional information received reported that the stimulator was still inside the patient but the patient was not using the stimulator. The patient hated the stimulator and said it was awful. The patient stopped using the stimulator 2 months after getting it implanted.